Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction of their mx40 device. It is not clear if there was audio. There was no patient harm reported by the customer.